Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that there was a battery compartment crack and that a battery had ruptured inside of the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: during the investigation, evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. Multiple battery compartment cracks were observed. A leak test showed a leak at the battery compartment crack. The pump¿s case was removed, and no evidence of additional moisture contamination was found inside the pump.